Event description:
Caller states that the cuff is defected on a trach that was used in a pt. Caller states no additional info on the product failure. At this time, required medical intervention (recannulation of a replacement tube) is not confirmed. Additional attempts have been made to collect further info with no response.